Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The real-time egm showed device exhibited post-paced t-wave oversensing. The programming changes were made during the device check and the t-wave oversensing was resolved. However, a week later patient presented remotely via merlin transmission showing another instance of non-sustained rv oversensing due to post-paced t-wave oversensing. Further programming changes were recommended.